Manufacturer narrative:
(B)(6). Patient weight is unknown. Date of event: unknown. Additional product code: hwc. (B)(4) lot unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on may 20, 2016 a patient was having a hardware removal performed due to one (1) broken 3.5mm cortical screw. On (B)(6) 2015, the patient had an open reduction internal fixation (orif) to correct a broken ankle. The patient was implanted with a 1/3 tubular plate, two (2) 3.5mm cortical screws, and an unknown quantity of unknown 3.5mm cortex screws. It is unknown if the patient presented with pain, but x-rays were taken at the doctor's office showing one (1) broken screw. The devices were explanted successfully and the procedure was completed successfully. There was no surgical delay. Concomitant device reported: plate (part 241.361, lot unknown, quantity 1); 3.5mm cortical screw (part 204.845, lot unknown, quantity 1); 3.5mm cortical screws (part unknown, lot unknown, quantity unknown) this is report 1 of 1 for (B)(4).